Event description:
Baxter product surveillance received a reportfrom a home patient's nurse that the transfer set separated from the quinton betacap adaptor 9plastic0 used to connect to the catheter. The home patient had been using peritoneal dialysis since 01/2006, which is also the date that the transfer set in question was placed. Although prophylactic antibiotics were administered (1g cephazolin, intraperitoneal), there was no patient injury or medical intervention assocated with this incident.